Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2013. The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device would "not release". There was no pt injury. There is no further info available.